Event description:
Patient reported right side "nodule in right breast¿, ¿images adjacent to the implants representing fluid, in small amount¿, ¿implants exhibit undulations in contour and prominent folds¿ confirmed via MRI. Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.